Manufacturer narrative:
No contact lens was returned for evaluation. Physician did not provide additional information regarding patient condition of treatment as of date of this report.

Event description:
Physician reported on (B)(6) 2015 that patient experienced severe superficial punctate keratitis (spk) after wearing contact lens for 9-12 hours per day for one to three weeks.